Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On monday, (B)(6) 2011, there was rupture of a 7 fr. Dual broviac (white port) as it was being flushed by the rn. The broviac was inserted on (B)(6) 2011. The patient has not had any contrast studies.